Event description:
It is reported by the pt's sttorney that the pt underwent a bilateral knee replacement in 2003. Post-op both knees were revised on october 20,2004, where fixation pegs on both all poly components were found fractured.